Event description:
Event description guidant received information that this right atrial lead (4469) and this right ventricular lead (4456) had impedance measurements greater than 2000 ohms. No adverse patient effects were observed.